Manufacturer narrative:
Reporting address state: (B)(6). Reporting address state: (B)(6). The manufacturer still needs to complete the investigation of this event. An updated report will be provided upon completion of the investigation.

Event description:
The customer reported that the device has no internal battery. Supply of a battery. There was no patient involvement.

Manufacturer narrative:
It was verified that there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the battery to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted.